Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke during cleaning/sterilization. There was no patient present.

Manufacturer narrative:
The returned portion of the device was evaluated. The back end of the driver which connects into a handle was found to have fractured off and was not returned. The cause cannot be determined since it is not known how the driver was being handled or used at the time of the fracture. A review of the DHR did not find any issues which would have contributed to this event.